Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information. The starclose se device being reported under separate medwatch report number.

Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure the trajectory of needles in order to prevent this mode of failure. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide and starclose se devices attempted arteriotomy closure a mildly calcified common femoral artery after an interventional procedure (percutaneous transluminal angioplasty of the iliac). The access was retrograde using a 7fr introducer sheath. Reportedly, a cuff miss occurred using the proglide device. The proglide was removed and a starclose se device was used; however, hemostasis was not achieved after deploying the clip. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.